Event description:
Clinical information: (B)(6) - pfo occluder pas, patient site ID: (B)(6) it was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer talisman delivery sheath. During procedure, 14000 units of heparin was administered and occluder was successfully implanted and the patient was prescribed an anticoagulant. On (B)(6) 2023 during the patient's hospital stay, the patient was determined to be not compliant with the anticoagulant. On (B)(6) 2023, the international normalized ratio (inr) was 1.05. On (B)(6) 2023, creatine kinase (ck) was found 1026 u/l. On (B)(6) 2024, a transesophageal echocardiography (tee) was performed and showed a 1.7 x 0.9cm thrombus was attached to the pfo occluder in the left atrium (la) and a 2 x 1.5cm thrombus was attached on the pfo occluder in the right atrium (ra). On 07 december 2023, partial thromboplastin time (ptt) was 66.4 seconds. On (B)(6) 2023, the inr was 0.94. On (B)(6) 2024, the physician decided to start anticoagulation with no definitive duration due to poor neurological status. On (B)(6) 2023, the patient was discharged to acute long term care.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - pfo occluder pas, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer talisman delivery sheath. During procedure, 14000 units of heparin was administered and occluder was successfully implanted and the patient was prescribed an anticoagulant. On (B)(6) 2023 during the patient's hospital stay, the patient was determined to be not compliant with the anticoagulant. On (B)(6), the international normalized ratio (inr) was 1.05. On (B)(6) 2023, creatine kinase (ck) was found 1026 u/l. On (B)(6) 2024, a transesophageal echocardiography (tee) was performed and showed a 1.7 x 0.9cm thrombus was attached to the pfo occluder in the left atrium (la) and a 2 x 1.5cm thrombus was attached on the pfo occluder in the right atrium (ra). On (B)(6) 2023, partial thromboplastin time (ptt) was 66.4 seconds. On (B)(6) 2023, the inr was 0.94. On (B)(6) 2024, the physician decided to start anticoagulation with no definitive duration due to poor neurological status. On (B)(6) 2023, the patient was discharged to acute long term care.

Manufacturer narrative:
An event of thrombus formation 7months after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from field indicated that the transesophageal echocardiography (tee) was performed and showed a 1.7 x 0.9cm thrombus was attached to the pfo occluder in the left atrium (la) and a 2 x 1.5cm thrombus was attached on the pfo occluder in the right atrium (ra). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.